Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis was associated with a breach in aseptic technique during the pd exchange (a known risk factor), according to the pd nurse.

Event description:
During follow-up for a separate event, it was reported that this female patient on peritoneal dialysis (pd) therapy was hospitalized on (B)(6) 2024 due to abdominal pain. It was reported the patient had a x-ray but results were unknown. There were no reported allegations that the event was related to fresenius products. Through further follow-up, the patient¿s pd nurse clarified the patient had an outpatient CT scan and was not hospitalized. Per the nurse, the CT scan findings were negative. However, it was reported that the patient was previously seen in the outpatient pd clinic on (B)(6) 2024 for symptoms of abdominal pain. The patient had a pd culture obtained which yielded an elevated white blood cell (wbc) count and no organism growth. The patient was initiated on intra-peritoneal (ip) antibiotic therapy with vancomycin (per clinic protocol). The nurse stated the patient is recovering from the event and continues pd with the same cycler. The nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated the peritonitis was due to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided that the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
During follow-up for a separate event, it was reported that this female patient on peritoneal dialysis (pd) therapy was hospitalized on (B)(6) 2024 due to abdominal pain. It was reported the patient had a x-ray but results were unknown. There were no reported allegations that the event was related to fresenius products. Through further follow-up, the patient¿s pd nurse clarified the patient had an outpatient CT scan and was not hospitalized. Per the nurse, the CT scan findings were negative. However, it was reported that the patient was previously seen in the outpatient pd clinic on (B)(6) 2024 for symptoms of abdominal pain. The patient had a pd culture obtained which yielded an elevated white blood cell (wbc) count and no organism growth. The patient was initiated on intra-peritoneal (ip) antibiotic therapy with vancomycin (per clinic protocol). The nurse stated the patient is recovering from the event and continues pd with the same cycler. The nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated the peritonitis was due to a breach in aseptic technique during the pd exchange.